Manufacturer narrative:
Findings: unable to prime unit during prime / a33 test due to faulty sensor resistor unit received with broken reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks around the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.